Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during infusion there was swelling around the insertion. It was reported that the catheter and port body were removed. There was no patient injury reported.

Manufacturer narrative:
The DHR review is not available because the corporate lot number is unknown. The sample returned was one powerport MRI isp with 8 fr s/l groshong catheter. Visual and microscopic evaluations were performed of the physical sample. A split was observed 2.5 cm distal of the distal tip of the cathlock fracture surface of the split has smooth, rounded sections and peeled/granular sections, oval orifices, which is consistent with flexural fatigue. Therefore, the investigation is confirmed for flexural fatigue and unconfirmed for subcutaneous leak. The investigation indicates that the root cause is flexural fatigue, which is likely related to clinical conditions. It possible that patient factor contributed to the observed condition and reported event. However, it is unknown whether procedural factors also contributed to the reported event. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during infusion there was swelling around the insertion site. It was reported that the catheter and port body were removed. There was no patient injury reported.